Event description:
It was reported to the manufacturer by the end user, per the end user one staff member was moving the lift while the other one pulled the resident to the chair for proper positioning. This resulted in the resident being outside the arc of the lift, causing the lift to be pulled over by the staff member. The resident was sent to (B)(6) for evaluation and received sutures on right eyebrow. The sling which was used was an invacare "full body" sling. Complaint#(B)(4) was entered into our system.